Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: air in line alarm. Patient injury or death? No. Was medical intervention necessary? No. Was therapy incomplete, incorrect or interrupted? Yes. Describe: see description. Detailed inquiry description: cardiac arrest patient from wmh. To cardiac cath lab (code blue in ed and cath lab). To ICU on high doses of multiple vasopressors. Epi gtt at 0.6mkm=247cc/hr. Bbraun pump alarmed "air bubble". Had to stop gtt, remove tubing from pump, disconnect tubing from pt, prime line, tubing would not go back into pump, failed to be inserted into another pump, had to replace the tubing. Because of this, the patient had to be given multiple half amps of epinephrine to maintain blood pressure while IV tubing was changed-primed-pump set up and connected to patient."